Manufacturer narrative:
Evaluation summary: a sample was received. The returned open sample was examined and was determined to be visually conforming. Functional penetration test was performed and found the blade to be conforming with a penetration value of 74.5 grams for a product specification requirement of 100 grams max. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released based on the products acceptance criteria. A root cause cannot be determined for the complaint as described by the customer. Because the returned sample was determined to be conforming, no additional action with regards to this complaint is being taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Product testing is performed and monitored during the finishing process to ensure the conformance of the product. Nonconformances, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time.

Manufacturer narrative:
A sample has been received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that dull knives were noted during surgeries through the day. The event occurred when making the side and main incisions in the cornea during a cataract surgery with intraocular lens (iol) implant. Due to this issue the incisions got uneven and the corneal stroma was affected. The procedure was completed using two other knives. There was no patient harm. The doctor also notified that there had been issues the whole day in all operations and the surgeon had to have a proper hold of the knife to get through the eye. Additional information has been requested and received. This is one of four reports being filed for this facility. This report is for the event that was completed using two other knives.